Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and expired on the same day. These claims were allegedly caused by the exposure to the product which was administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.